Event description:
It was reported that the ventilator gave a constant alarm with sram displayed while connected to the pt in the hosp. The pt was removed from the ventilator by a hosp rt and was manually ventilated. No pt harm reported.

Manufacturer narrative:
Na